Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was attempting to use an integrity device to treat a lesion. Lesion located in the lad reported to be an angiographically significant injury, occluded from the proximal third. The device was removed from its packaging per the IFU with no issues noted. Device was not inspected. Negative prep was performed. The lesion was pre-dilated with a 2.5 x 20 non-mdt balloon. Resistance was encountered when advancing the device in the non-mdt 6fr fl4 guide catheter. Stent structural damage was identified. The procedure was completed with another size integrity (3.0x 22mm) and the same guide catheter. No injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.